Event description:
Additional information was received from the patient. The patient reported that they had the device removed because it was doing nerve damage down their leg. Patient stated that it was removed last monday. Patient mentioned that they were feeling better now. Patient mentioned that they will be returning the external devices to their healthcare provider (hcp) in their follow up. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon further investigation (hra d01521003) it was determined that damage was caused during analysis. Afc updated from s17850 to s10115. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the cause of therapy hurting their leg was not determined. The most likely cause of the event could be needle poking nerve which cause irritation. When asked about the steps taken to resolve the issue, the rep stated that the first step taken was that they turned the stimulation off. This did not alleviate the pain. The nurse practitioner(np) gave them medication and that seemed to be more comfortable. The rep stated that the cause of the hitting a wrong nerve or damaged a nerve was not determined. The rep confirmed that nothing in the implant surgery was unusual. When asked about the steps taken to resolve the issue, the rep stated they were provided with medication on (B)(6) 2025.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy had not been working and they had to call their manufacturing representative (rep), 2-3 times because the therapy was hurting their leg and they could hardly walk. Patient stated that they think they hit a wrong nerve or damaged a nerve. Patient said that their leg was killing them and woke them up in the middle of the night. When asked if they experienced at least a 50% improvement in symptoms compared to before the surgery, the patient responded negatively. They noted that the trial phase was more effective. The agent offered to decrease the therapy's intensity, but the patient declined, stating there was no improvement. They had turned off the device a week prior and refused to reactivate it toadjust settings. Troubleshooting did not resolve the issue, and the patient was advised to consult their healthcare provider for further assistance. Patient reported urinary symptoms.